Event description:
A caller reported a malfunction on the pump, identifying it with malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). While on the line, the caller performed a successful pump reset and confirmed the malfunction code by taking a picture before the reset. The issue did not recur after the reset, and it was resolved that the customer could continue using the pump.